Event description:
Reportable based on device analysis completed on 30nov2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No serious injuries nor adverse patient effects were reported. However, returned device analysis revealed holes in the balloon. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 22cm from the hub. There are kinks to the guidewire lumen at 11mm and 13mm from the tip. Microscopic examination revealed two pinholes in the balloon on opposite sides at approximately 9mm from the tip. There is contrast present in the inflation lumen and balloon. There is blood in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.